Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5. H3, h4, h6: part: 03.110.005. Lot: 2386991. Manufacturing site: bettlach. Release to warehouse date: (B)(6) 2008. Due to the age of more than 10 years of this device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure 100673626 is for complaints for which a non-manufacturing related probable cause has been identified no mre review required. Visual inspection: the handle for torque limiting attachment (part code: 03.110.005 & lot no: 2386991) was received at us customer quality (cq). Upon visual inspection, there were no defects identified with the returned device. Functional test: the functional testing could not be performed as a mating device was not received for investigation. However, the press button was found to be working as intended. Can the complaint be replicated with the returned devices? Unable to perform. Dimensional inspection: the inner diameter of the device interaction feature (hole) at the distal end was measured as 5.54 mm which is within the specification of 5.50 +0.10/-0.05 mm. Device used: gp 29. Document/specification review: based on the date of manufacture the following drawings reflecting the current and manufactured revision of drawings were reviewed. Complaint confirmed? No. Investigation conclusion: the complaint condition was unconfirmed for the handle for torque limiting attachment. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during an inspection, it was noticed that one (1) depth gauge had a slight crack coming down the side of the handle, one (1) handle with mini quick coupling had issues locking and unlocking and there was also a click sound when you unlock, and 1) handle for torque limiting attachment lock no longer locks torque limiter into place. There was no patient involvement. Concomitant device reported: unknown torque limiter (part#: unknown, lot#: unknown, quantity: 1). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Reporter is a sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on august 07, 2020, during an inspection, it was noticed that one (1) depth gauge had a slight crack coming down the side of the handle, one (1) handle for torque limiting attachment lock had issues locking and unlocking and there was also a click sound when you unlock, and one (1) handle with mini quick coupling no longer locks torque limiter into place. There was no patient involvement. This report is for one (1) handle for torque limiting attachment. This is report 1 of 2 for (B)(4).